Event description:
Reportedly, procedure done correctly but after the 3 1/2 turns, the anvil did not tilt; the anastomosis was torn, impossible to carry out resection for an anastomosis with another instrument; sutured with thread, protective colostomy done. Colon/rectum anastomosis.